Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). This report is for unknown metaphyseal screws/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4): it was reported that the patient developed a postoperative infection which required additional surgical intervention to remove the hardware. 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that norian was implanted and at the implant site, an infection has been noted. It was noted that there were no signs of infection in (B)(6) 2016. It was reported on (B)(6) 2016 that infection was present and surgeon decided to remove hardware. This complaint involves four devices. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a calcaneus open reduction internal fixation (orif). The procedure was longer than the average procedure; the patient was open four to five (4-5) hours. There was difficult joint approximation so a decision was made to proceed with the norian implant. The surgery was to put a plate in over the norian. The patient had persistently draining tract out of the back of the incision; this may have been secondary to the norian. This led to an infection and eventual plate and screw removal. The norian was left in as there was no data to determine if it should be removed or left. The patient continues to have wound healing problems and cannot granulate over the matrix of norian. The patient is now seven (7) months out with an ankle held in place with norian and unable to close the skin over the posterior heel. The plate is gone. Plastic surgery is recommending a possible free flap for tissue coverage. Surgeon does not know if the norian needs to be removed first or if it is what is preventing the skin from closing.